Event description:
The pacing lead was returned to manufacturer with no information. The lead was analyzed, and tested out of specification. No patient complications have been reported based on this event. Follow-up with the physician's office determined that the lead was explanted due to high impedance and lead fracture.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned, analyzed and the distal conductor was found to be fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was found to be fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
The pacing lead was returned to manufacturer with no information. The lead was analyzed, and tested out of specification. No patient complications have been reported based on this event.